Manufacturer narrative:
Concomitant medical product: product ID dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) occurring during testing thresholds (rate increase) post bi-ventricular pace beats. Stored non-sustained ventricular tachycardia (vt) episodes also show post pace twos. There was increased left ventricular (lv) lead threshold. The rv and lv leads remain in use. No patient complications have been reported as a result of this event.